Event description:
It was reported that the surgeon was unable to engage the articular surface into the tibial tray. Another articular surface of the same size was opened and engaged normally.

Manufacturer narrative:
This report will be amended when our investigation is complete.